Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Syringe near empty message error was found in pump event history log. Reported problem was unable to be duplicated during occlusion test. Syringe near empty message was found at the beginning of the occlusion test, and customer did not press the silent alarm button to activate the functionality of the stop button and all other buttons on keypad. The root cause of the reported issue was found to be user error. Actions were taken to mitigate the reported issue: performed maintenance and all functional tests.

Event description:
It was reported that the device was presenting with empty syringe message during occlusion test. No patient injury was reported.